Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed noise exhibited from the pacemaker on both channels of the device. Physician decided to monitor the device. No patient consequences were reported.